Event description:
The customer called with questions regarding the blood glucose meter. The customer then mentioned that his blood glucose levels dropped to 21 mg/dl last night, and he was treated by the paramedics. The customer did not need to be hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.